Event description:
It was reported that the procedure was to treat a left anterior descending artery (lad) and a right coronary artery (rca). A 3.0 x 12 mm trek balloon catheter was advanced to the lad and inflated three (3) times at 10, 18, and 18 atmospheres. The balloon catheter was then moved to the rca and the balloon was pressurized to 10 atmospheres two (2) times when the balloon ruptured. The catheter was removed and the procedure was successfully completed with another balloon catheter. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.